Event description:
It was reported that the health care provider reached out to technical services (ts) for review and consultation of the presenting far-field oversensing on the pacemaker system. Upon review, loss of capture was noted and it was suspected that the leads could be dislodged. The patient presented to an in-office check, and it was noted that the right ventricular lead (rv) exhibited loss of capture along with low sensing amplitudes. An x-ray was performed and the lead was found to be in the same position as the initial implant; however, a lead revision was recommended. The product remains in service and no adverse patient effects were reported. Additional information received indicated that this rv lead was found to be dislodged, which was the reason for the loss of capture. Subsequently, a lead procedure was performed, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.